Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add¿l info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a loose connector on the alarm assembly. The cause of the loose connector on the alarm assembly. The cause of the loose connector could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.